Event description:
It was reported via repair work order that the brakes could not hold due to worn brake cams. It was also reported that the latch assembly was damaged, resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.